Manufacturer narrative:
The smart card and photographs were provided by the customer for evaluation. The complaint kit was not returned. Smart card data confirmed the occurrence of multiple alarm #17: return pressure alarms that occurred during a treatment that was aborted. Review of the customer provided photographs verified blood clotting in the centrifuge bowl. The photographs also showed part of the red blood cell pump tubing segment and there appears to be blood clots blocking the tubing. Section 2-9 of the cellex operators manual (1470493 rev 6) for use with software 5.4 on anticoagulant states "caution: individual patients may require a heparin dosage that varies from the recommended dose to prevent post-treatment bleeding or clotting during a treatment. The physician should review the patient's medical condition, medications and platelet count at the time of treatment and use clinical judgement to establish the optimal heparin dosage for each patient." The most likely root cause of the alarm #17: return pressure alarms is due to blood clots in the kit. The root cause of the blood clots could not be determined based on the available information. No further action is required at this time. This investigation is now complete. (B)(4). N.s. 29-dec-2023.

Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction clot observed in the return line. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot l143 was conducted. There were no non-conformances associated with this lot. This lot met all release requirements. A review of kit lot l143 shows no trends. Trends were reviewed for complaint categories, alarm #17: return pressure and clot observed. No trends were detected for these complaint categories. This assessment is based on the information available at the time of the investigation. At the time of this report, the analysis of the returned smart card and photographs are still in progress. A supplemental report will be filed when the analysis is complete. (B)(4). (B)(6) 18-oct-2023.

Event description:
The customer contacted mallinckrodt to report blood clotting in the return line with their cellex photopheresis kit ("kit") during an extracorporeal photopheresis (ecp) treatment. The customer reported they received an alarm #17: return pressure alarm during the procedure. The customer inspected the kit and observed blood clots in the return line after 1439 ml of whole blood was processed. The ecp treatment was aborted and residual blood within the kit was not returned to the patient. The customer reported the patient was in stable condition. The customer will return the smart card and photographs for investigation.